Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was confirmed. In addition, evaluation found the following: the distal end plastic cover was chipped catching cotton; the bending section cover glue was cracked; the charged coupled device unit shrink tube on the bending section was cut; and the scope connector had fluid after the aeration dry. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use, the bronchovideoscope did not give a picture. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified; however it is likely that fluid invaded the scope connector via the venting connector during reprocessing process, caused short-circuit between the electrical contacts inside the scope connector leading to the malfunction. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.